Event description:
Customer reported that she is a flight attendant and she has gone through body scanners with the insulin pump. Customer stated the insulin pump was alarming and thought the device had a motor issue and decided to disconnect it. Customer stated that on (B)(6) 2013 she suspended the insulin pump therapy and now wishes to start using the device again as per doctor's instructions. Customer reported that she inserted a new battery and the insulin pump alarmed and had an unexpected restart. Customer was instructed that this occurred due to the device being stored for an extended period of time. Blood glucose 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.